Event description:
A (B)(6) male with a history of stage d hf 19% 2/2 icm s/p hvad as dt (B)(6) 2018, cd s/p lcx /rca stent (B)(6) 2018 on plavix, hemicolectomy 2/2 polypectomy, multiple gi bleed 2/2 avms/gave, aaa s/p evar, and ckd. Presented to ed with low flows on hvad, CT chest without any flow through vad, inflow obstruction as likely diagnosis, pt taken to operating room for emergent pump exchange. Heartware-> hm3. Pt remains critically ill in ICU.